Event description:
It was reported that the patient was seen in clinic on (B)(6) 2021 and it was found that they had multiple driveline faults on several different dates, including as far back as (B)(6) 2021 and most recently on (B)(6) 2021. The patient previously had an external driveline repair (MFR. #2916596-2021-04511). Log file analysis captured intermittent driveline fault events. One of the wires was believed to be fatigued but not completely broken based upon the phase data.

Manufacturer narrative:
Manufacturer's investigation conclusion: driveline fault alarms were confirmed via the submitted log file data. The submitted log file contained data spanning from (B)(6) 2021 at 12:55:54, per the timestamp. Throughout the log file the device operated above the low speed limit. A total of 28 yellow wrench advisory alarms associated with driveline faults were captured throughout the log file. The driveline fault alarms appeared to be associated with elevated phase 3 hex values as compared to phases 1 and 2. No other notable alarms were captured. Based on our complaint history and similarly reported events, the data captured in the log file appears consistent with potential driveline wire compromise; however, a specific cause for the driveline fault alarms cannot be conclusively determined. The account communicated that the patient was seen in the clinic with multiple driveline fault alarms and had previously underwent an external driveline repair on 06-aug-2021 (MFR. #2916596-2021-04511). The patient remains ongoing on (B)(4) and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, none has been provided at this time. The heartmate ii left ventricular assist system instructions for use and patient handbook contain information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 04-dec-2014. No further information was provided. The manufacturer is closing the file on this event.